Manufacturer narrative:
The reported event of bezel cracks has been opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Customers reporting cracking bezels is a known issue for the devices itemized in this complaint. (B)(4). No qn or service history was preformed because it would add no value or benefit to the complaint. The files containing this report of cracked bezels (856 total) are included in (B)(4). The associate product material numbers for the bezels are contained in (B)(4). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement .

Event description:
The customer reported cracks for the past couple of months along the section of the door that meets the bezel in additionthe doors are not aligning with the bezel. It was reported they are wiped down with pdi super sani-cloths and the iui's, use 70% isopropyl alcohol in combination with a soft bristle brush. The only people who clean the devices are central supply staff. The biomed department has been replacing bezels as they come in. There was no report of patient harm.